Manufacturer narrative:
H4: the lot was manufactured from july 29, 2020 - july 30, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a small tear at the lower left side edge of the bag. Functional testing was performed which revealed a leak from the lower left side edge of the bag. An additional magnified visual inspection was performed, and it was noted that there was a tear/hole in the affected location which caused the leak. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was observed coming from a pinhole on the seam of the left side of the bag that was facing down. The leak was identified after filling. There was no patient involvement. No additional information is available.